Event description:
It was reported that once reservoir was prepped, the surgeon was inserting it and noticed a small area of about 5mm in diameter on the reservoir that appeared to be delaminated. It looked as if the reservoir skin was thinner at this spot. It looked like it had begun to peel away from the reservoir stem. It was not a full thickness tear; fluid was not leaking. Physician removed the reservoir from the field and replaced it with another. The procedure was completed successfully. There were no patient complications.

Manufacturer narrative:
Investigation summary: based on all the available information, boston scientific concludes that the visual examination did not identify any leaks in the device; however, it was noted that there were inconsistences in the inhibizone (iz) coating on the reservoir shell adapter junction that requires further investigation. Based on this observation, a manufacture deficiency was confirmed. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. However, the iz inconsistency should not be observable by the naked eye from one foot away. The iz inconsistencies on the reservoir were found to be reasonably observable by these standards. This discrepancy will be further investigated by boston scientific. Device technical analysis: visual examination of the device did not identify any leaks. There was evidence of inhibizone discoloration and inconsistency at the reservoir shell adapter junction. No functional testing was performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of manufacturing deficiency was assigned to this investigation.

Event description:
It was reported that once reservoir was prepped, the surgeon was inserting it and noticed a small area of about 5mm in diameter on the reservoir that appeared to be delaminated. It looked as if the reservoir skin was thinner at this spot. It looked like it had begun to peel away from the reservoir stem. It was not a full thickness tear; fluid was not leaking. Physician removed the reservoir from the field and replaced it with another. The procedure was completed successfully. There were no patient complications.